Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test while performing preventive maintenance. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "failed volume test during preventative maintenance" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.